Event description:
The customer reported they were having serious safety concerns regarding the ability to move bed tiles around on the central nurse's station (cns). They stated they had two close calls in two separate facilities recently with tiles having been moved inadvertently, and they did not realize they were looking at the wrong patient.

Manufacturer narrative:
Details of complaint: the customer reported they were having serious safety concerns regarding the ability to move bed tiles around on the central nurse's station (cns). They stated they had two close calls in two separate facilities recently with tiles having been moved inadvertently, and they did not realize they were looking at the wrong patient. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: the customer reported that they were unable to lock the bed tiles on the cns. The customer indicated they had close calls where the bed tile was inadvertently moved, and the monitoring clinician did not realize they were monitoring the incorrect patient. Being able to drag and drop bed tiles freely is a feature of the cns. At the time of reporting, disabling this feature was not yet available. In response to requests from customer to be able to lock bed tiles, disabling drag and drop bed tiles was added to the cns as option starting in cns-6201 v05-18 and cns-6801 v02-18. Based on the available information, the root cause of the issue is software limitation. The option to disable drag and drop was added to later versions of the software to address this limitation.

Manufacturer narrative:
The customer reported that they are having serious safety concerns in regard to the ability to move bed tiles around on the central nurse's station (cns). They stated that they had two close calls in two separate facilities in the last couple of days with tiles being moved inadvertently, where they didn't realize that they were looking at the wrong patient. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that they are having serious safety concerns in regard to the ability to move bed tiles around on the central nurse's station (cns).